Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken power cord was confirmed during product evaluation. This condition was caused by a cracked power cord. The power cord was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was not previously serviced for the reported condition, broken power cord. However, the power cord had been replaced during previous service.

Event description:
During service by baxter, a flo-gard infusion pump was found to contain a malfunction of a broken power cord; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.